Event description:
It was reported that the product was received in simple packaging. Typically the product is received in double packaging. Secondary concern is the aesthetics of the heat exchanger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in used conditions and without it's original packaging. The sleeve of the heat exchanger assembly had a dent. Per the picture received, the product was packaged with one bag according to the manufacturing procedure. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was found to be the sleeve was received damaged from the supplier. For the packaging issue, no root cause has to be determined since the picture received for evaluation shows that the assemblies were packaged according to the manufacturing procedure and the sample received was received without the original packaging. For the packaging issue, the following action was taken: notification of this complaint to the production personnel was conducted by the quality engineer on (B)(6) 2019. For the dent, the following actions were taken: supplier notification was sent to supplier on (B)(6) 2019. Retraining to the production personnel on procedure was conducted by the quality engineer on (B)(6) 2019, in order to verify voids, dents, holes or cracks.